Event description:
Additional info was recieved. It was initially reported that there was one incident of tubing separation on a plum pump set; however, two used sets were received for testing. The customer was contacted; it was unknown whether the sets wer connected to patients, noted out of box, or separated during priming. The customer did not have any additional details except to state that she is confident there was no patient harm or near incident related to either the initial report or the second returned set, as she would have initiated a full investigation. Though requested, no further info was availble.

Event description:
Report received of a tubing separation at the clave on a plum set. It was reported that the "blue port pulls right apart". Multiple attempts have been made to obtain further info, but no additional info has been provided. There was no indication of any adverse pt effects.